Event description:
A bard port-a-cath had been placed in 2007, for central venous access. In 2008, the port-a-cath was no longer required and a surgical procedure was performed to remove. Approx two months later, a CT of the chest showed a fragment remaining in the right subcutaneous tissue/right chest anterior to fifth rib. Discussion with the family and patient and decision to not remove the fragment which was thought to be a bard port-a-cath collar. Thirteen days after the original date, a new port was placed and the collar was removed as it was accessible during the insertion of the new device. Removal of collar was without complication.